Event description:
The customer reported that the device failed with a shock equipment malfunction message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed with a shock equipment malfunction message. There was no reported pt involvement. A philips bench technician evaluated the device and confirmed the failure. Energy delivered was low and load resistance measurements were out of test limits. The failure was traced to a faulty high voltage capacitor. The high voltage capacitor was replaced to resolve the failure. The device passed all performance assurance testes and was returned to the customer. This was a malfunction of the high voltage capacitor that caused incorrect impedance readings and energy to be delivered low.